Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x1 rb safety mechanism failed material # 305761, batch # 5116272, it was reported by customer that a failed safety mechanism on an eclipse needle. The safety lock mechanism on the eclipse needle broke off after administering in the process of locking the needle. Verbatim: per customer: a failed safety mechanism on an eclipse needle. The safety lock mechanism on the eclipse needle broke off after administering in the process of locking the needle.

Manufacturer narrative:
Our quality engineer inspected the 4 samples submitted for evaluation. The reported issue of safety mechanism failure was not confirmed upon inspection of the samples. Analysis of the samples showed the safety shield detached from the eclipse hub on 3 of the 4 samples. 1 sample was observed to be activated. The 3 samples with detached safety shields were reassembled onto the hub to do safety shield inspections, and all samples passed inspection with no damage observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.